Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication/pain and restenosis leading to intervention are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This patient was enrolled in the mimics 3d USA post-market observational registry study. On (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent. A 7.0 x 60 mm stent was used to treat a restenotic lesion in the superficial femoral artery (sfa) proximal third in the right leg. A contralateral approach was used and the lesion was pre-dilated with percutaneous transluminal angioplasty (pta) and a medtronic drug coated/eluting balloon (dcb/deb). The treated segment was post-dilated with pta. On the (B)(6) 2023, the site identified a restenosis of treated segment (target lesion). It was reported as not related to the device and not related to the procedure but due to a worsening pre-existing condition. It required percutaneous intervention. It was reported as target lesion related. The patient complained of right leg claudication and a duplex ultrasound (dus) suggested significant disease in the proximal right sfa. The patient was taken into the cath lab for percutaneous intervention and the procedure showed that there was edge stent restenosis of the proximal right sfa at 70%. The stenosis was treated with a lutonix dcb/deb, and the results showed less than 20% residual narrowing and good flow. The intervention was performed on (B)(6) 2024 on the sfa proximal third to distal popliteal segment. Pta/standard balloon angioplasty, a non-bm3d drug eluting stent (des), drug coated/eluting balloon (dcb/deb) and shockwave were used. It was a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The device remains implanted. Veryan reviewed this event on the 04-sept-24 and it was considered possibly related to the device.